Event description:
It was reported that the patient 'died suddenly' at home approximately one month post the device system implant. The manufacturer's representative received the device system, with partial pieces of the leads, from the physician after being explanted by the funeral home. The family asked that the device be returned to the manufacturer for analysis as the family was concerned the device 'malfunctioned.'

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The primary cause of death per the certificate of death was ventricular fibrillation due to dysrhythmia. (B)(4). Add'l devices: (B)(4) implantable tachy lead, (B)(6) 2012, (B)(4) implantable cardiac resynch therapy defib, (B)(6) 2012.

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation was cut and had cosmetic depression. The proximal and distal conductors had blood/body fluid (not obstructed). There was apparent explant damage; a visual analysis was performed only.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.